Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 297 mg/dl. After troubleshooting, customer would call back due to not trying all remedies first.